Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2017-107174.

Event description:
A healthcare provided reported that the laser probe pulled out the trocar during a vitreous hemorrhage repair procedure. The surgeon was able to complete the procedure after replacing the probe. There was no patient harm.

Manufacturer narrative:
The customer reported that the 25 gauge illuminated flex curved laser probe pulled out the trocar during surgery. The surgery was able to be completed. There was no patient impact. The customer noted that there is no sample available to be returned. The 25 gauge illuminated flex curved laser probe was manufactured on july 20, 2017. There were 1,164 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).